Event description:
Event description guidant received information that during an attempted implant, this transvenous defibrillation lead exhibited an out-of-range ventricular pacing impedance measurement.